Event description:
As reported, during withdrawal of the 5f exoseal vascular closure device (vcd), the indicator window did not change color, and after removal it was found that the metal ring had not fully deployed. There was no reported injury to the patient. The exoseal vascular closure device (vcd) and packaging were stored, inspected, handled, and prepared according to the instructions for use (IFU). No abnormalities or damage were observed prior to use. A retrograde approach was used during the diagnostic procedure. Angiography confirmed femoral artery suitability, including the appropriate sheath insertion angle, and the vessel diameter was verified to be at least 5 mm. No calcium, plaque, stent, significant stenosis, prior closure, or pre-existing vascular injury was present at the puncture site. There was no resistance while advancing the device, and no difficulty connecting the sheath introducer with the device. The indicator wire cowling locked properly with an audible click, the indicator window remained unchanged, and pulsatile flow was observed. Upon removal, only a small portion of the indicator wire loop was visible. The operator was trained on the device. A 5f non-cordis sheath introducer was used. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, during withdrawal of the 5f exoseal vascular closure device (vcd), the indicator window did not change color, and after removal it was found that the metal ring had not fully deployed. There was no reported injury to the patient. The exoseal vascular closure device (vcd) and packaging were stored, inspected, handled, and prepared according to the instructions for use (IFU). No abnormalities or damage were observed prior to use. A retrograde approach was used during the diagnostic procedure. Angiography confirmed femoral artery suitability, including the appropriate sheath insertion angle, and the vessel diameter was verified to be at least 5 mm. No calcium, plaque, stent, significant stenosis, prior closure, or pre-existing vascular injury was present at the puncture site. There was no resistance while advancing the device, and no difficulty connecting the sheath introducer with the device. The indicator wire cowling locked properly with an audible click, the indicator window remained unchanged, and pulsatile flow was observed. Upon removal, only a small portion of the indicator wire loop was visible. The operator was trained on the device. A 5f non-cordis sheath introducer was used. One non-sterile vascular closure device 5f ¿ us involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received pressed, while the guard was locked. The plug was partially deployed, and the indicator wire was found partially retracted. A non-cordis 5f catheter sheath introducer was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white/red position. During this visual analysis no additional anomalies were observed to be reported. Functional analysis could not be performed since the unit was received fully deployed from the deployment mechanism. A high magnification microscopic evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The partial deployment of the plug and partial retraction of the indicator wire, despite no anomalies observed in the mechanism, may be attributed to handling factors. However, this cannot be determined with certainty. The reported event of ¿indicator wire deployment difficulty¿ was not observed as the device was received with the indicator wire partially retracted; therefore, a condition of indicator wire unable to retract was noted. Additionally, the condition of ¿vascular closure device (vcd) deployment difficulty partial deployment¿ was observed as the plug of the device was received partially deployed with the deployment lever fully deployed. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, handling factors may have likely contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿the exoseal instructions for use (IFU) notes the following: (xi.5) once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. Caution: do not reinsert the exoseal vcd into the vascular sheath introducer if it is removed prior to locking into position. Caution: if for any reason it is desired to abort the procedure once the exoseal vcd has been introduced into the bloodstream, remove the exoseal vcd and the vascular sheath introducer as a unit. Do not attempt to withdraw the exoseal vcd from the sheath introducer, as plug dislodgment may occur.¿ additionally, the IFU states, ¿the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. The user is then instructed to press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed. The IFU cautions that care should be taken to ensure no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button, the user is instructed to retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Event description:
As reported, during withdrawal of the 5f exoseal vascular closure device (vcd), the indicator window did not change color, and after removal it was found that the metal ring had not fully deployed. There was no reported injury to the patient. The exoseal vascular closure device (vcd) and packaging were stored, inspected, handled, and prepared according to the instructions for use (IFU). No abnormalities or damage were observed prior to use. A retrograde approach was used during the diagnostic procedure. Angiography confirmed femoral artery suitability, including the appropriate sheath insertion angle, and the vessel diameter was verified to be at least 5 mm. No calcium, plaque, stent, significant stenosis, prior closure, or pre-existing vascular injury was present at the puncture site. There was no resistance while advancing the device, and no difficulty connecting the sheath introducer with the device. The indicator wire cowling locked properly with an audible click, the indicator window remained unchanged, and pulsatile flow was observed. Upon removal, only a small portion of the indicator wire loop was visible. The operator was trained on the device. A 5f non-cordis sheath introducer was used. The device will be returned for evaluation.